Event description:
It was reported to philips that system was unable to perform fluoro or cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened. The patient was moved to another room to complete the procedure. Phillips filed service engineer (fse) visited the site and observed that wired footswitch is faulty. To resolve the issue, the fse replaced the wireless footswitch. Fse confirmed that a new staff member disconnected and reconnected the footswitch cable while the unit was powered on, causing the footswitch and mdy interfaces module (fdcsib) to fail. To resolve the problem, fse replaced the wired footswitch and sib board and return the part for further analysis, but no failure confirmed. After replacement of wired footswitch and sib board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.